Event description:
It was reported that during remote follow up, intermittent oversensing of t-waves and of noise resulting in inappropriate tachycardia and atrial fibrillation (af) episodes, and undersensing of low-amplitude r-waves were noted on the patient's insertable cardiac monitor (icm). Programming changes were discussed, no changes or interventions were reported. There was no patient consequences reported.